Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 5/31/2016 with the following findings: during testing, it was observed that the battery compartment was cracked. Unrelated to this issue, the keypad was peeling up and there was a crack in the pump case near the top right corner of the display lens. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 5/31/2016.